Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the tortuous, non-calcified, 90% stenosed left anterior descending artery (lad); this lesion was located at a bifurcation. The lad was predilated with a 2.50 x 20 mm and a 3.00 x 20 mm unk balloon. A 2.75 x 12 mm taxus liberte drug eluting stent was advanced, but was unable to cross the lesion. During withdrawal, resistance was felt and the stent came off the delivery balloon. After the embolization, the pt experienced three to four minutes of bradycardia. The physician was unable to locate the embolized stent; therefore, the stent remains in the body. The procedure was successfully completed with an unk device. Additionally, another taxus liberte stent was placed in the first obtuse marginal branch without complications. The pt was placed on plavix and aspirin after the procedure. No further pt complications were reported. The pt status was reported as `satisfactory/good'.